Event description:
I believe strongly that I have breast implant illness. I saw a dr today to consult for explant. I was a perfectly healthy, avid exercising (B)(6) y/o early-retired nurse in 2011 when I got mentor silicone gel implants in (B)(6) of that year. I have gone downhill in my health, ever since. I have done sick amounts of research to try to figure out what many conventional drs, could not seem to. I have discovered that there are way too many women of varying ages who got implants, experiencing a lot of my same symptoms. I have had so many symptoms over the past 8 years that have gotten to be more and more - I'm convinced this is not a coincidence. I have a page entirely full of my health issues that have been happening since implant which include (but are not limited to): leaky gut, lymes infection, reynauds sx's, neuropathy sx's, multiple viruses in my blood, (many auto- symptoms), breast pain, changes in the texture of my breasts, 3 unexplained falls that landed me in an aircast boot each time. I experience extreme muscle / joint pain and can no longer exercise as I once did, nor does massage and chiropractic help alleviate it long enough. I developed a collapsed lower left lung. I've had countless kidney stones-some had enough to get quite a few lithotripsies. I have developed multiple food intolerances. The list is extensive and I can provide you with an entire list, if need be. I want my life back. Mentor needs to be responsible for these thousands upon thousands of women (including myself) who are suffering because there hasn't been enough research and f/u with the implanted pts, to discover that bii is a real and big deal. I think it might be strange that I didn¿t have any serious medical issues, until after mentor silicone gel implant surgery. Then, it began like a snowball rolling down the snow-covered mountain, getting bigger and bigger with more and more problems. I have had countless dr visits / meds / medical expenses since implantation for odd "new developments" in my decline of health. I've had to be temporarily crippled from falls, detoxed and treated extensively for lymes infection and sinus infections, and now kidney / bladder infections. I have had more testing that I care to even mention. Cxr's, MRI's, u/s's, blood work, bio-testing, saliva testing. There may not be many tests, that I haven't incurred since (B)(6) 2011. My medical expenses have been unbelievable over the last 8 years. Not even sure how to fill this part out above. I've had so many tests without good answers over the past 8 years. FDA safety report ID# (B)(4).